Event description:
It was reported that patient presented with palpitations. Interrogation showed high capture threshold and high impedance. Externalized conductors were observed via fluoroscopy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information received notes lead was explanted.

Manufacturer narrative:
Internal insulation abrasion was found at 9.9-11.0cm and 11.6-13.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was found under the rv shock coil at 5.6-5.7cm and 6.3-6.4cm from the distal tip. The etfe coating was intact at these locations.